Event description:
The lay user/patient contacted lifescan on november 16, 2007 and alleged that his one touch ultrasmart meter was giving the apply sample message. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred in 2007 (time unknown). As a result of the reported issue, he took his usual dose of humalog insulin. He also mentioned being sweaty and shaky after the reported issue began. He did not receive/require any medical attention. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct and the test strip was drawing the sample into the test area. However, the issue was not resolved with the patient did not have the test strips to perform a retest. This complaint is being reported because the patient experienced symptoms suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.